Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 11:02:35. During night drain cycle one, the patient's ultrafiltration reading was 162ml, indicating the home patient (hp) drained 162ml more than their maximum programmed fill volume of 250ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.